Event description:
It was reported that the patient had twiddler's syndrome and the right ventricular [rv] lead became dislodged. During the rv lead revision, an insulation break occurred when the physician tried to gain access to the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient had twiddler's syndrome and the right ventricular [rv] lead became dislodged. It was later reported that the rv lead had no capture and the lead was oversensing, undersensing and failed to sense. During the rv lead revision, an insulation break occurred when the physician tried to gain access to the lead. The rv lead was explanted and replaced. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.